Event description:
Info received states that pump's door platen is bent.

Manufacturer narrative:
Impact: platen bent causing the allowing flow through before the pump is turned on. Replaced platen assembly.